Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box fr were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: I observed that many of the needles were defective (they didn't let the insulin flow). It is very unpleasant and can be even dangerous to my health!

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box fr were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: I observed that many of the needles were defective (they didn't let the insulin flow). It is very unpleasant and can be even dangerous to my health!